Event description:
It was reported an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath, after a diagnostic procedure. Reportedly, a cuff miss occurred. The proglide device was removed and two additional proglide devices were used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinical significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Analysis of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. The link was found to be detached at the swage end of the posterior cuff during the needle plunger retraction which resulted in a failure to retrieve the suture and could appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.